Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed an alert for a shock impedance measurement greater than 145 ohms. The patient had six appropriate shocks for ventricular fibrillation (vf) and electrogram review identified the final shock successfully terminated the arrythmia. A boston scientific technical services consultant explained this alert indicates a lead issue which can potentially impact the delivered energy impedance and shock efficacy. Review of the trended data showed stable threshold and pacing impedance measurements. Shock impedance has been relatively stable; however, higher measurements around 135 ohms over the past three months were identified. Current measurement is 111 ohms. The consultant discussed possible factors attributed to the high impedance and recommended consideration of a lead revision. The system remains in service and no adverse patient effects were reported.